Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there were foreign substances such as human hair was found inside the drain bag upon opening the package.

Event description:
It was reported that there were foreign substances such as human hair was found inside the drain bag upon opening the package.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The reported failure was able to be reproduced. The product was used for urological care. Sample was evaluated and observed the was hair trapped at sealing area. View under microscopic examination vs actual human hair had confirmed the human hair trapped at sealing area. Hair may have come into contact with the sample during packaging operation .the potential root cause for this failure mode could be due to improper handling/unclean machine / working area. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indication for use 1. Take off the drainage bag cap with careful for sterile of inlet tube. Then connect with foley catheter 2. Fix the drainage bag securely on the patient bed etc. Using the hanger/belt to prevent the bag from sudden movement and to avoid direct contact with floor. Keep the drainage bag below the level of patient bladder to keep urine flowing freely. 3. Drain tubing must be secured using sheeting clip, keeping the tubing line straight with no kink to avoid obstructed urine flow into drainage bag. Kinked of or flexed drain tubing will restrict urine flow. 4. Lift cock up and pass urine precautions 1. Do not let the distal end of the outlet tube touch the urine collection container when emptying the bag in order not to permit bacterial contamination into drainage bag. 2. Care should be taken where the bag should be positioned to avoid damage by bump or projection. 3. Do not pull outlet tube on urinating. It might break the product." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.